Manufacturer narrative:
Follow-up #1: date of submission 01/30/2014-device evaluation:the insulin pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings: visual inspection of the pump found some cosmetic damages including worn keypad and scratched lens. Investigation found that battery compartment was cracked. Unrelated to the casing issue, the pump powered up to a dim and discolored verify screen with the appropriate audible and vibratory alerts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the battery compartment was cracked. Reporter stated that issue started with a small crack a month ago and now the crack has expanded. Reporter denied that there was power loss or trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.